Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a rep. The rep reported the cause of the issue wasn't determined, it may be that the waiting until the battery was at 10% was the issue. The patient was going to check their controller every day and determine the battery level. The patient was also going to make a note of the date and time if she saw that the stimulator had been turned off. The patient was going to charge with the ins was at 50% going forward.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that patient receives good pain relief but has noticed that the controller shows that stimulation is off when the patient hasn't turned it off. Caller stated the reviewed controller use with patient and patient doesn't use white button on top of controller at all. Tss had caller provide tablet recharge stats as follows: 11/25 20-70% fair, 12/6 10-100% excellent, 12/29 10-60% excellent, 1/13 10-100% excellent, 2/3 10-30% fair, 2/3 no charging, 2/3 30-40% fair, 2/18 10-80% fair, 3/13 10-40% fair, 3/13 40-70% good. Patient believed stim had been for about the last two weeks. Caller stated stim usage data (which only went back to 2/24) showed tablet session today, 3/25, therapy unavailable on 3/8 and the device remained off until 3/14. Tss reviewed from recharge and usage data that ins is likely turning off due to ins depleting to 0%. Tss reviewed that stimulation will remain off until patient manually turns it back on after charging. Caller reviewed this information with the patient and then patient reported that they will turn stim on and check the controller a few minutes later and it shows that stim is off. Caller stated that patient's groups have multiple programs and they noticed that some programs are turn on and some are not - tss reviewed this shouldn't affect how controller reports if stim is off or on since if there is at least one program turned on then it would show that stimulation is on. The issue was not resolved through troubleshooting. The caller was redirected to have patient keep diary of when they noticed stimulation is off and come back in a few weeks so that recharge/stim usage data can be reviewed again and mdt file can be obtained if needed. No patient symptoms were reported.